Event description:
It was reported that a spectrum pump turned off. The event occurred upon power up in the medicine ii department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "turned off" was not reproduced. A review of the event history log revealed "improper shutdown!" Messages. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. "Improper shutdown!" Events can be the result of the user removing all power from the pump without first powering off the pump using the off key. Should additional relevant information become available, a supplemental report will be submitted.